Event description:
It was reported that a patient underwent a mitral valve repair procedure on (B)(6) 2012 and suture was used. During the procedure, the surgeon inserted the needle into the heart muscle and the suture detached from the needle when suture was pulled on. Post-operatively the needle was seen lodged in the heart muscle via x-ray. There is no additional surgery planned at this time for the patient.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.